Event description:
Paramedics were transporting an mi pt from a local hosp to another hosp facility for treatment. While enroute, the pt became bradycardic and hypotensive. The paramedics applied pacing electrodes to initiate external pacing. According to the rptr, the device would not pace the pt. This opinion was based on the observation that the start button led would not light and the pacing current would not adjust above 0 ma. A backup device was called for and used. No adverse effects to the pt were reported as a result of the alleged malfunction.